Manufacturer narrative:
The mvp-5q will not be returned for evaluation as it was discarded by the customer after removal. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-5q migration after detachment. The patient was undergoing embolization of the inferior mesenteric artery (ima). Vessel diameter was 4 mm. Vessel tortuosity was described as normal. The microcatheter used was a terumo simmons 1. A continuous saline flush was not used during the procedure. During the procedure, the mvp was deployed in a slightly bent segment of the vessel by pushing the plug from the microcatheter. The mvp was allowed to sit for one minute before detachment. It was reported that after detachment, the plug migrated to the next bifurcation. When migration occurred, there were no injections (fluoroscopic, etc.) Being performed; the plug was migrated by blood flow only. The plug was retrieved from the patient using a snare. Afterward, the vessel was embolized using coils. There were no reports of patient injury in association with this event.